Event description:
The patient was implanted with a left ventricular assist device (lvad). Information was provided to the manufacturer via the device tracking system indicating that a pump exchange from one lvad to another lvad took place on (B)(4) 2013. The reason for exchange on the device tracking form was noted as "attempted to wean, failed."

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.